Manufacturer narrative:
Confirmed the reactivity of the fya antigen on retention crrs (3) lot r067 and crrid lot id121 with anti-fya using capture-r ready indicator cells, lot 221438. These are the lots of reagents used by the customer. Manual capture performed with customer's patient sample using fy(a+) cells from retention crrid, lot id121, and crrs (3), lot r067. Sample was nonreactive with all fy(a+) cells. Hemagglutination tube testing performed with customer's patient sample using selected fy(a+b+), fy(a+b-), and fy(a-) cells from retention panocell-10. Sample exhibited +w reactivity with fy(a+b-) cell, microscopic weak reactivity with fy(a+b+), and was nonreactive with fy(a-) cell. The nature of the sample cannot be ruled out as contributing to the event.

Event description:
Customer reported an unexpected negative reaction when testing a patient sample with capture -r ready screen (crrs) and capture-r ready ID (crrid).